Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The customer has indicated that the device is in process of being returned for evaluation. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2015. Subsequently, the patient was revised due to loosening on (B)(6) 2018. Trauma due to car accident that loosened components. No adverse events related to the revision surgery reported.

Event description:
No additional event information available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.